Manufacturer narrative:
The pt's ge was reported as over 50 yrs. On (B)(6) 2015, the pt outcome was reported resolved. The radiesse lot number was not provided therefore, the device history record could not be reviewed.

Event description:
Female patient was injected w/1.5cc of radiesse to the nasolabial folds and cheeks on friday, (B)(6) 2015. On saturday (B)(6) 2015, the patient began to experience redness and soreness to the face and thought she was having an allergic reaction. On (B)(6) 2015, the patient presented for an appointment w/ (B)(6), rn. Patient complained of tenderness around her nose and soreness to the left upper lip. (B)(6) noted patient had what looked like a red rash on left nasolabial fold spreading to cheek. This area was slightly warm to touch. (B)(6) asked her covering physician to examine the patient. The physician examined patient and diagnosed her with cellulitis. He prescribed bactrim and cipro for the patient. The pt started the meds and followed up in the office in 24 hrs., showing improvement in her symptoms. She followed up in the office after another 24 hrs., w/ continued improvement in symptoms. (B)(6) saw the patient on (B)(6) 2015, and her symptoms were completely resolved.